Event description:
Caller reported a data error alert 4 that occurred after the pump was shipped. Blood glucose levels ranged between 54-500mg/dl (3.0-27.7 mmol/l), indicating no adverse impact on the customer's blood glucose level. Technical support informed the customer that some history logs might have been erased, but therapy was unaffected. The customer understood and will continue using the pump for insulin therapy.